Event description:
The device was returned to the service center for a report from the customer contact that there was no communication to wifi. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller and roller pin were broken and missing.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.